Event description:
Device 1 of 2: reference MFR. Report #3006705815-2019-00215. It was reported during follow up the reason for the lead replacement was lead migration. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00215. It was reported the patient underwent surgical intervention on (B)(6) 2018, wherein the patients leads were explanted and replaced with a different model. No further information is known at this time.